Event description:
It was reported that cgm displayed error message during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, performed pump reset under guidance, confirmed error message did not return, and successfully started new sensor session; no additional information was received regarding any further outcome.